Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in two pieces. Visual examination found an insulation cut at the proximal region of the lead consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to procedural damage.

Event description:
It was reported that the insulation of the right ventricular (rv) lead was damaged noted during the implant procedure. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.